Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. (B)(6). These results were generated in another laboratory and there was no information about the methodology. The customer stated that the patient had an abortion a "few days ago". The specific date was not provided. The patient was not adversely affected. The reagent lot number was 190280. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. General root causes of this type of event include insufficient electromagnetic interference (emi) compliance by the laboratory, issues with the sample quality, insufficient maintenance, and contamination of the environment with the analyte.